Event description:
Event description guidant received information that this device has stored electrograms of ventricular tachycardia. However, not all of the ventricular sensed events are marked. It appeared like it was using the fast rate from one ventricular pace to one ventricular sense. The caller is not sure if it happened during the follow up.